Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. It was reported that the customer experienced a blood glucose level (bg) of 568 mg/dl. Bg was addressed via a manual injection. A replacement transmitter was sent to the customer. No additional patient or event information was available.